Manufacturer narrative:
The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the battery on a 980 ventilator was faulty. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was inserted in the breath delivery unit (bdu) extended battery receptacle and an adc (analog digital converter) voltage out of range was found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was verified; however, the root cause could not be determined.if information is provided in the future, a supplemental report will be issued.